Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00. Review of system log file confirmed flex vision pc malfunction. Upon troubleshooting, the fse identified flex vision pc had hardware failure and will not connect with the x-ray system. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flex vision pc and installation of flex vision application software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that allura's system was stuck at 0:00. No harm was reported to philips. Philips has started an investigation of this complaint.